Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a closure of a laparoscopic salpingectomy and removal of paratubal cyst on (B)(6) 2013 and suture was used. During procedure, the tip of of the needle broke off in patient and was unretrieved.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.